Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the cubie pockets were popped out. A technical support specialist (tss) remotely accessed the system and tested different spot in the same drawer and a different cubie - both worked without issues. It was suggested that the original cubie might not have been properly seated, which the customer agreed. The system functioned as intended after the technical support specialist investigated the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer 4 popped out. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.